Event description:
The patient reported receiving a shock from the device after his cell phone had been on his chest. The patient had fallen asleep with a cell phone in his hand. When the patient awoke, he realized that the cell phone had been lying on his chest. "A short while later" the patient received a shock from the device. The patient later got up and felt fine. It was noted that the patient had been receiving chemotherapy. Follow-up was conducted to obtain information on whether or not the device was functioning appropriately, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5071 implantable pacing lead 2006 (B)(6); 6935 implantable tachy lead 2010 (B)(6).